Event description:
It was reported that a venotomy closure of the right common femoral vein (rcfv) was attempted with a prostyle device using the pre-close technique prior to an interventional cardiac ablation procedure via a 6f sheath. Reportedly, there were three access sites. The suture of a prostyle device was successfully pre-placed at the first access site. At the second access site, the rcfv, one prostyle device had a cuff miss [suture-retrieval issue]. The suture of an additional prostyle device was successfully pre-placed at the rcfv. Then, the suture of a prostyle device was successfully pre-placed at the third access site. The sheath was upsized to 9f in the rcfv and the cardiac ablation procedure was completed. Hemostasis was achieved at all three access sites with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.